Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a leak in the infusion set on the insulin pump. Customer stated that there was a 911 call for high blood glucose levels, but was not hospitalized. Customer's blood glucose values at the time of 911 call was 60 mg/dl. Customer reported low blood glucose and a seizure. Customer was wearing the pump at the time of 911 call. Nothing further reported.